Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a gradual increase in pacing impedance measurements that resulted in high out of range pacing impedance measurements greater than 2,000 ohms. A physician contacted boston scientific technical services (ts) to inquire about determining if a potential lead issue or connection issue. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.